Event description:
Olive-tip being used to suction 2 y/o female using wall suction tubing. Tip became disconnected from tubing when pt bit down on tubing. Tip got caught in entrance to throat, causing hypoxic episode. Nurse was unable to manually remove tip using fingers, md removed tip using forceps.